Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the down arrow button of insulin pump was not working. The customer was reported that numbers were not ramping on their own, the scroll bar was not moving with any input. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no down arrow button response due to moisture damage on the electronic assembly. Unable to perform the self test and displacement test due to no down arrow button response. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly. The insulin pump was received with scratched case and pillowing keypad overlay. The insulin pump was received with scratched case, stained keypad overlay, cracked select button keypad overlay, pillowing keypad overlay, and case cracked behind the pump near the battery compartment.